Manufacturer narrative:
Analysis found that the cursor position did not coincide with the pen but the calibration was valid. As a result the bezel assembly was replaced. The software was also updated. The programmer then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was unresponsive to the stylus. The programmer was returned for service. No patient complications have been reported as a result of this event.